Event description:
The customer reported that they received erroneous results for two patient samples tested for parathyroid hormone (pth). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The date the event occurred was also requested, but not provided. According to the customer, the initial results were too low for both patients, so the samples were repeated. The repeat values for both samples were suitable when compared to patient records and were reproducible when repeated a second time. The first sample initially resulted as 32 pg/ml. The sample was repeated and resulted as 141 pg/ml. The sample was also repeated a second time, resulting with a value similar to the first repeat. The customer was asked, but did not provide this second repeat value. The second sample initially resulted as 34 pg/ml. The sample was repeated and resulted as 252 pg/ml. The sample was also repeated a second time, resulting with a value similar to the first repeat. The customer was asked, but did not provide this second repeat value. The patients were not adversely affected. The pth reagent lot number and expiration date were asked for, but not provided. It was determined that the erroneous results were generated from sample tubes which had an external diameter less than 13mm. The field service support personnel checked the instrument. Use of an unsuitable sample tube was assumed to be the root cause. It was assumed that inadequate sample aspiration occurred and a sample lld error were generated when the 78mm tubes with a smaller diameter were used with a sample cup. The instrument was adjusted for use with the 78mm tubes.

Manufacturer narrative:
This event occurred in (B)(6).